Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2026, needle bent during insertion. This is a recurring problem that has affected several batches. "

Event description:
It was reported that: "on (B)(6) 2026, needle bent during insertion. This is a recurring problem that has affected several batches. "

Manufacturer narrative:
(B)(4). It was reported that the needle was bent. One epidural needle was returned for evaluation. Visual inspection of the returned sample identified that the cannula was bent toward the center of the needle. The stylet was not observed to be bent. Microscopic examination of the needle bevel confirmed that the tip was not bent and appeared smooth and polished. No additional defects or anomalies were identified. Dimensional, functional, and additional testing were not performed as part of this investigation. A device history record (DHR) review was conducted, and no manufacturing or quality-related issues were identified. A review of the design history for the associated part number did not identify any material or design changes within the past two years that could be associated with the reported condition. The reported failure was confirmed based on the condition of the returned sample. However, based on the available information, the root cause could not be determined. It is unknown how the device was handled prior to or during use. The manufacturer is conducting further evaluation to assess potential causes. No corrective or preventive actions were initiated, as the root cause could not be established. Teleflex will continue to monitor and trend for reports of this nature.